Manufacturer narrative:
Patient city - (B)(6).

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported on (B)(6) 2024 that the infusion set got leaked from tubing within 1 day of its use which results into the replacement of device. No further information available.